Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a4, b5, d1, g3.

Event description:
Allergan aesthetics received a report of a patient treated flanks and abdomen on (B)(6) 2024 with coolsculpting elite developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2024 using unknown cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d6a, g3. Correction: removed implant date.

Event description:
Allergan aesthetics received a report of a patient treated flanks and abdomen on (B)(6) 2024 with coolsculpting elite developed paradoxical hyperplasia (ph).

Event description:
It was additionally reported that a cooladvantage c120 system applicator was used for the coolsculpting treatment. Ph was confirmed in the flanks area.

Manufacturer narrative:
Additional data: a3a, a4, b5, h6.